Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead has a "bulge" or stretched insulation from the terminal pin. It was explained that when attempting a flushing procedure on an open lumen lead where the lumen has become clogged with blood, depending on the amount of blockage, the pressure may exceed the insulation strength, and a bulge or burst bulge could result.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. The lead was attempted to be reused but when it was flushed, the lead revealed damage near the distal end where bubbling of the lead was visible. The lead was explanted. No adverse patient effects were reported.